Manufacturer narrative:
(B)(4).

Event description:
A reservoir volume higher than expected in the pump was observed. There were no patient effects reported. The pump will be re-evaluated at the patient's subsequent appointment.

Manufacturer narrative:
The suspect device was changed from the pump to catheter. (B)(4).

Event description:
It was reported that a catheter dye study was performed. The doctor suspects that the catheter is kinked and that the catheter tip may have migrated into the epidural space. It was reported that a catheter revision surgery will be scheduled. This catheter issue may have contributed to the observed reservoir volume that was higher than expected in the pump.

Manufacturer narrative:
The suspect device was changed from the catheter to catheter revision kit. Internal complaint number: (B)(4).

Event description:
It was reported that the patient had a non-flowonix catheter connected to a flowonix catheter revision kit. During the revision procedure on (B)(6) 2016, both catheters were explanted and replaced with a new flowonix catheter on (B)(6) 2016. The explanted catheters will not be returned as they were likely discarded.